Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high pacing impedance - and a lead warning was triggered - and an open circuit, with impedance greater than 3000 ohms. The lead impedance trend showed rising impedance and threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.